Manufacturer narrative:
(B)(4).

Event description:
It was reported that "no automatic zeroing or manual zeroing was established". The cal-key was connected and recognized but the blue connector was not recognized. The clinical support specialist used a demo catheter and the pump made a zeroing. The patient outcome is listed as "okay". There was no reported patient death or serious injury. There was a delay or interruption in therapy of five minutes but no patient complications and no medical/surgical intervention required.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of fos would not zero is confirmed. Although, the root cause could not be determined. The fos fiber was broken and therefore the light path could not be established between the sensor and the pump. The root cause of the fiber break is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This issue will be monitored for any developing trends.

Event description:
It was reported that "no automatic zeroing or manual zeroing was established". The cal-key was connected and recognized but the blue connector was not recognized. The clinical support specialist used a demo catheter and the pump made a zeroing. The patient outcome is listed as "okay". There was no reported patient death or serious injury. There was a delay or interruption in therapy of five minutes but no patient complications and no medical/surgical intervention required.